Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels in the 40 mg/dl range, and elevated bg levels that ranged from 300 mg/dl to above 500 mg/dl. Suspected cause was due to customer being a ¿brittle diabetic¿. Customer consumed carbohydrates to address low bg, and delivered a correction bolus via the pump to address high bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.